Event description:
It was reported by service report that the patient-right siderail could not be latched in the upright position due to a broken toprail. No patient involvement or adverse consequences are reported.